Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report the g5 application would not produce alert sounds on (B)(6) 2016. Patient uninstalled and then reinstalled the application and ensure that all phone settings were set correctly. No injury or medical intervention was reported.